Event description:
Complainant alleged that during biomed testing the device inappropriately caused the associated defibrillator to display a "release button" message. Complainant indicated that there was no pt involvement in the reported malfunction.